Manufacturer narrative:
Fixture removal surgery due to a fractured fixture. Only half of the fixture was able to be removed on (B) (6). The remaining part is planned to be removed later in (B)(6) the procedure took place in france on (B)(6) 2025. This is a platform f fixture, an older design than in the PMA p190009. This is reported because the design is very similar to the PMA approved design.

Event description:
Fixture removal surgery due to a fractured fixture. Only half of the fixture was able to be removed on (B)(6). The remaining part is planned to be removed later in (B)(6). The procedure took place in france on (B)(6) 2025.

Manufacturer narrative:
Fixture removal surgery due to a fractured fixture. Half of the fixture was able to be removed on (B)(6) 2025. The remaining part was removed on (B)(6) 2025. The procedures took place in france on (B)(6) 2025 and (B)(6), 2025. This is a platform f fixture, an older design than in the PMA p190009. This is reported because the design is very similar to the PMA approved design.

Event description:
Fixture removal surgery due to a fractured fixture. Half of the fixture was able to be removed on (B)(6) 2025. The remaining part was removed on (B)(6) 2025. The procedures took place in france on (B)(6) and (B)(6) 2025.